Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional rotating hemostatic valve is being filed under a separate medwatch report#. Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The leak and device operates differently then expected were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery and diagonal artery. It was reported that two rotating hemostatic valves (rhv) were attempted to be used in the case; however, when the valves were turned they did not tighten on the guide wire; which, caused leaking. A new rhv was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.